Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. On (B)(6) 2016: multiple attempts made to follow up with customer, however no further information provided. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was attempting to remove air out of the cartridge with multiple tries and observed an air gap in the infusion set tubing during the load process. The customer reported blood glucose was high, however does not remember the value. The customer delivered a correction bolus to address glucose level. Reportedly, the customer had used cold insulin.